Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. A space line was inserted and a rate of (B)(4) and a volume of 1000ml about 4 hours was selected. The infusion started and at the beginning, the upstream alarm occurred, three times. The infusion was continued and after 3 hours and 21 minutes stopped. The line was extracted. The reason for the upstream alarm could not be clarified. No other abnormalities were found. (History files are attached to the pc-notification) 3. Judgment: 3.1 the complaint could not be confirmed.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "underinfusion". According to the customer: "patient was prescribed IV nacl + 40mmol kcl over 4 hours. Pump was set to 1000ml over 4hours at a rate of (B)(4) and checked by second checker. After staff nurse put blood transfusion up, she noticed that the kcl pump said there should have been approx (B)(4) left and was due to finish shortly - she also noticed the bag was nearly full still. Staff checked the pump and the correct rate was set, the pump was still dripping and the patient also said she had been watching it drip throughout. Informed patient that pump may be faulty. Myself and other sn checked the pump and ensured correct rate and volume etc. Was set. We informed doctor looking after patient and were told to use a new pump to put the fluid through at the same rate also over 4 hours so that patient received her treatment and was only delayed. Patients obs have been stable throughout. Pump reported to clinical technology and quarantined (B)(6) 2023, 16:45:20 cet (B)(6) phone (B)(6). Clinical update: 1. Was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result.: the datix form states low harm (minimal harm - patient required extra observation or minor treatment). 2. Which procedure was being carried out at the time?: an IV infusion of nacl +40mmol kcl, vtbi 1000ml over 4 hrs. 3. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible.: approx 4 hour delay in delivery of therapy - another pump was able to complete drug delivery."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6). 2.4 software version: l030003 2.5 hours of operation: 13693. 3. Investigation results: 3.1 history inspection: the device history files were analyzed. A space line was inserted and a rate of 250ml/h and a volume of 1000ml about 4 hours was selected. The infusion started and at the beginning, the upstream alarm occurred, three times. The infusion was continued and after 3 hours and 21 minutes stopped. The line was extracted. The reason for the upstream alarm could not be clarified. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is slightly dirty and a bent cable from the operating unit was found. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,43 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,08 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,95 bar (should be: 1,8-2,5 bar) pmin: is: 1,62 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,90 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,02%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198. 3.8 for examination used disposables: infusomat space line 8700036sp 23m24e8st5 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Addition information: n/a. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.